Event description:
Additional information received reported that the implantable neurostimulator (ins) depleted normally. The patient recovered without permanent impairment.

Event description:
It was reported that the patient had their implantable neurostimulator (ins) for 3 years and about a year ago the met with a manufacturer representative to change programs. About 6 months ago they lost track of where it was and tried to check their ins settings and could not get the patient programmer to turn on. It was noted that the patient checked the batteries and heard the programmer beep. The patient had the poor communication screen with and without the antenna. It was reported that the patient hadn¿t been feeling stimulation for a couple of months and had a continuation of symptoms and other kinds of specialists worked with them about their urination. The patient had pages of notes about the times they urinated. Additional information received reported that the patient programmer had no telemetry with and without the antenna. The anomaly appeared to have occurred through product use and there was no indication of patient harm from the programmer. Additional information received reported that the patient got a replacement programmer and was having the same issue. The patient still got the poor communication screen with and without the antenna attached. It was stated that ¿for the last 3 to 4¿ the patient had been getting sudden urges to go to the bathroom and they didn¿t have this before. They had been getting the poor communication screen since 2 days ago with an increase in sudden urges. It was noted that the device might be off. Analysis of the patient programmer found that the telemetry problem complaint was unverified. The tarnished antenna jack was replaced as a preventative measure. Additional information received reported that it was unknown if there was a 50 percent or greater symptom reduction. The cause of the event was not determined and it was unknown if it was device related. It was noted that it was unknown if reprogramming was needed and was unknown how the patient was doing now. Additional information received reported that the patient received assistance from his doctor or manufacturer representative and her concerns were partially resolved. The patient showed concern over how quickly the implant would lose power. The patient still had concerns with his device or therapy and was working with the doctor or manufacturer representative. The patient was scheduled for a battery replacement on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v745893, implanted: (B)(6) 2011, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).